Manufacturer narrative:
(B)(4).

Event description:
It was reported that "leaking at the insertion where the catheter and hub meet. Also, the IV catheter being used in the mac broke off". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one mac and two connector hubs for analysis. The inserted catheter was not returned for analysis. Further review of the bill of materials revealed that the returned connector hubs are not normally included in the reported finished good. Therefore, it cannot be verified if these hubs are arrow products. Definite evidence of use were observed inside the extension lines and the hemostasis cap of the mac. Visual analysis did not reveal any other obvious defects or anomalies on the mac; however, a full visual analysis could not be performed on the cath-gard nor the inserted catheter as they were not returned. The customer reported that a leak was observed from the hemostasis valve of the mac. A lab inventory 7fr swan-ganz catheter (outer diameter measured 0.089") was inserted through the mac. No resistance was encountered as the swan-ganz passed completely through the mac. Performed per IFU statement, "feed catheter through access device assembly into vessel. Advance catheter to desired position". Per functional tests performed, no leaks were detected from the valve nor any other portion of the mac. A lab inventory threaded syringe was attached to all luer hubs. The syringe threaded onto each hub with no issue and felt secure. The returned threaded luer connectors were attached to the mac luer hubs. No connection issues were observed. The IFU provided with the kit informs the user, "hemostasis valve must be occluded at all times to reduce the risk of air embolism or hemorrhage. If catheter introduction is delayed, temporarily cover valve opening with sterile gloved finger until obturator is inserted. Use arrow obturator, either included with this product or sold separately, to occlude hemostasis valve assembly. This will ensure that leakage does not occur and inner seal is protected from contamination". The IFU also states, "indwelling devices should be routinely inspected for desired flow rate, security of dressing, correct position, and for secure luer lock connection." The report of the IV catheter being used in the mac breaking was not confirmed as part of this complaint. A full visual and functional analysis did not reveal any defects or anomalies with the returned mac. Per the customer report, the IV catheter mentioned was not returned. Therefore, it cannot be determined if this IV catheter is an arrow product or if it is even defective. Based on the customer report and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "leaking at the insertion where the catheter and hub meet. Also, the IV catheter being used in the mac broke off". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".